Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient (pt) said they have 3 active leads, they just had a "rescue lead" put in for their right arm/ leg, parkinsons, dyskinesia and dystonia on the8th of may. Patient said since implant in 2016, programming has been a challenge. Pt said their first doctors could not figure it out. Pt said doctor did the surgery in 2018, they took the lead out of the left gpi and put it in the stn and they did not know what to do and did not know if it would work or not, but it worked okay. Pt said that now they have right brain gpi for left body and left brain stn and left brain gpi for right body.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1krzt implanted: (B)(6) 2018 product type lead product ID b3301542 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 3389s-40 lot# va14s82 implanted: (B)(6) 2016 explanted: (B)(6) 2018 product type lead product ID 3389s-40 lot# va14s82 implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 17-dec-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 17-dec-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.